Manufacturer narrative:
Product event summary: the data files and sheath, 4fc12 with lot number 52451 were returned and analyzed. The data files showed multiple applications were performed with four different balloon catheters for the date of the event. An unrelated system notice (B)(4) ¿compromised outer vacuum¿ was triggered using one of the catheters and the others had no system notice or any issues. Visual inspection of the sheath showed the device was kinked on the shaft 2.6110 inches from the tip of sheath. In conclusion, the sheath kink issue was confirmed through testing but not through data analysis. The sheath failed the returned product inspection. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the sheath kinked while approaching the right inferior pulmonary vein (ripv). The sheath was replaced and the case was completed with cryo. It was also reported that after the case, the date on the downloaded data files was incorrect. No patient complications have been reported as a result of this event.